Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that would not cycle. A revision surgery was performed, during which the physician identified a hole at the connection of the exit tubing and the cylinder, resulting in a fluid leak. The device was explanted and replaced. There were no patient complications.